Event description:
It was reported that a patient underwent a surgical procedure in 2008 for the treatment of pelvic prolapse and stress urinary incontinence. A pelvic floor repair device and a sling were placed into the patient. It was reported that following the surgery, the patient experienced complications including infection, fistula formation, formation of scar tissue, dyspareunia, and neurologic compromise to her structures and tissues. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.